Manufacturer narrative:
On (B)(6) 2021, mentor received additional information the patient¿s information, replacement devices, and patient¿s symptoms. The weight of the patient is 120 lb. The relevant fields have been updated. The replacement devices are two 270cc mentor memorygel breast implant prostheses (catalog #: smpx270, right serial #: (B)(6) , left serial #: (B)(6). The diagnosis was confirmed by a healthcare professional on (B)(6) 2021. During the consultation, the patient stated that her left implant had been ruptured for the past two years. The event date was estimated as (B)(6) 2019. The relevant field has been updated. On (B)(6) 2021, mentor received additional information regarding the suspected medical device. The device was inadvertently discarded upon explantation and is not available for product evaluation. The relevant field has been updated. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 250cc mentor smooth round moderate profile prosthesis and experienced left-sided deflation postoperatively. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2021.